Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 600 mg/dl. Troubleshooting was performed. Found that the customer had just received this insulin pump as a replacement, and he did not rewind or prime prior to inserting the reservoir. Advised the customer that rewinding and priming is necessary any time a new reservoir is inserted. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.